Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer but the evaluation is not yet completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was reloaded to address the issue. In addition to the above evaluation, since contamination was confirmed by internal checking, flow sensor and blower assembly were replaced. Since a failure (or occurrence of fail) was confirmed at data exporting, display pca was replaced, which was not related to the malfunction/issue.